Event description:
A customer has a problem with a sharps container. The customer had a problem with a sharp container. The customer states that the lid was stuck in a partially closed position and a scapel was wedged in between the lid and the container. A nurse tried to fix the lid while holding a needle and was stuck.